Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the surgeon was only able to ream when manual reaming was enabled and was unable to transition into haptics. This did not negatively impact the case and the outcome was successful.

Manufacturer narrative:
Reported event: an event regarding a inactive reamer due to center of rotation being too far involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: -device history review: a review of the DHR found that the rio 339 successfully passed all quality inspection procedures. -complaint history: based on the device identification, the catsweb and trackwise complaint databases were reviewed from 2011 to present for similar reported events regarding the 3.0 rio® robotic arm - mics being unable to ream acetabulum. Software continued to say surgeon was too far off his planned cor. There were 7 other reported events (B)(4). Conclusion: the session and log data from the case were reviewed. An analysis of the system verification values and the cup reaming page warnings was completed. The surgeon successfully passed the probe check and rio registration, but due to the base tracker is too far away from the joint center (center of the acetabulum), the surgeon can only perform the manual reaming function in the tha system. The system operated as expected and no defect or malfunction is suspected.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). During the case, the surgeon was only able to ream when manual reaming was enabled and was unable to transition into haptics. This did not negatively impact the case and the outcome was successful.